Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The patient visited the doctor who extracted the pus, cleaned the infected site and prescribed antibiotics (amoxi clavulan- aurobindo pharma) 875/125 mg to be taken 3 times a day. It was further reported that the patient was doing well after the antibiotics treatement.

Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site. The patient reported that three days after insertion, the site began to hurt with redness and hardness. The patient visited the inserting doctor who confirmed the infection with pus. The doctor cleaned the infected site and prescribed antibiotics.